Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and an electric shock due to oversensing of noise on the right ventricular (rv) lead. Technical services (ts) discussed that upon review of the stored episodes, the electrograms (egms) showed short frequent bursts of likely external noise from a medical procedure. As a result, the minute ventilation (mv) sensor was disabled due to oversensing of noise. No adverse patient effects were reported. This device remains in service.